Event description:
It was reported that premature battery depletion was suspected on the device. The device was explanted and replaced. Additional information was requested but was not available.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. It was reported there were no patient consequences.